Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the corrected patient gender. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: a3 (sex) should additional information be provided, a supplemental emdr will be submitted. Not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2016 2016 and/or (B)(6) 2018 2018. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum 1: h11: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the corrected patient gender. Corrected field: a3 (sex). Addendum2: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and ventralight st on (B)(6) 2016 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 patient was diagnosed with incisional hernia thereby underwent open repair with the implant of kugel hernia patch (device 1). Per op notes, "a kugel hernia patch (device 1) was placed to the fascia using prolene sutures." (B)(6) 2018 patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent robotic repair with the implant of ventralight st mesh (device 2). Per op notes, "adhesions were taken down between the omentum and anterior abdominal wall. A ventralight st mesh (device 2) was placed to the abdominal wall using sutures."